Event description:
Sonicision not working, tried changing batteries, still not working, opened new sonicision disposable handpiece, and it worked. Manufacturer response for sonicision, sonicision (per site reporter. No response at this time.